Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On extraction of this device, the keel of the lps tibial insert was found to be broken.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the hinge post fractured due to low-stress, high-cycle fatigue. There were no inclusions or other material defects that could have contributed to crack initiation or propagation. Review of the device history records for the fractured device did not reveal any manufacturing deviations or anomalies. Radiographs reveal the patient has poor bone quality and possible loosening of the tibial implant. The essential product information in the surgical technique cautions that obesity can produce loads on the prosthesis that can lead to failure of the fixation of the device or device itself. It is not known to what extent, if any, the patient¿s weight and poor bone stock contributed to the reported events. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.